Event description:
The customer reported that while the unit was in use on a pt, the unit failed to operate on ac power and would only operate on battery power. The pt was switched to another unit and therapy was continued. No pt injury was reported.